Manufacturer narrative:
Section b1, b2, b5, d11, h1, h6: additional information.

Event description:
Related manufacturer report number: 2916596-2020-05216. Additional log files were submitted for review. The vad team put a zip tie on the patient's driveline distal to the tear in the silicon sheath to keep the green substance from flowing all the way to the controller. The patient had a driveline fault with no speed changes or power changes. The log file contained yellow wrench alarms associated with a driveline fault. Technical services reported to ensure the driveline faults seen within the log file are authentic they typically ask for a controller swap however they reported it may not be safe to do so due to the fluid in the driveline. Technical services stated that the fault alarm will be cleared and the patient will be monitored for additional alarms. Technical services stated that based on the serial number provided for the controller there was a possibility that the faults may be controller related. Pocket controllers with serial number less than 50000 can be prone to false positive reading. However there was also the possibility of fluid reaching the connector pins and it created an impedance issue. They recommended that the patient should be monitored closely as the driveline deterioration may mature to short to shield. The patient said he had no alarms including no yellow wrench alarms. The driveline fault message appeared in the history but there were no active alarms. It was reported that the patient had his pump exchanged 26oct2020 for previously discussed issue of ooze from driveline. Of note, a pocket of pus was found right next to where the driveline comes off the pump. The pump and the controller will return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6) confirmed internal wire damage that could have contributed to the reported driveline fault alarms captured in the submitted log file. Additionally, evidence of fluid ingress was confirmed; however, due to the returned state of the silicone jacket, a direct root cause for the fluid ingress could not be conclusively determined. Furthermore, review of the log files provided by the account revealed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined. (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump nipple housing. The remainder of the dl was returned in 4 segments measuring approximately 2¿, 2.5¿, 6.5¿, and 25¿, respectively. Evidence of a previous clam shell repair was observed on the 25¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that contributed to a functional issue. Visual inspection of the driveline wire potting located within the motor housing showed no evidence of corrosion or debris that would indicate fluid ingress. The pump-end bend relief was returned properly adhered to the pump nipple housing and no signs of damage (cuts, tears, holes, etc.) Were observed in the bend relief. Additionally, the pins of the metal connector were free from deformation, and no signs of scorching, debris, corrosion, or fluid were observed within the connector. Upon examination of the driveline, all returned sections of the internal silicone jacket appeared unremarkable. Rescue tape was observed on the external portion of the jacket, approximately 1¿ through 10¿ from the metal connector. Upon removal of the rescue tape, damage to the silicone jacket was observed approximately 2.5" through 9" from the metal connector. The 2¿ pump-end dl segment, the 2¿ internal dl segment, and the 25¿ dl segment were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. Visual inspection of the 2.5¿ dl segment revealed breaches in the insulation of all six wires. Visual inspection of the 6.5¿ dl segment revealed breaches in the insulation of the black, red, orange, yellow, and green wires. Due to the proximity of the observed damage to the proximal edges of the dl segments, continuity testing could not be performed on these wires. The brown wire of the 6.5¿ dl segment was tested for electrical continuity and did not reveal any discontinuities or shorts. Removal of the silicone jacket from the 25¿ external portion of the driveline revealed a tan, dry, gritty debris, as well as a solid, dried brown debris, and brown fluid along the bionate cover. Upon removal of the internal and external portions of the bionate cover, the returned portions of the metal braided shield showed areas of fraying and minor breakdown. Areas of more severe breakdown were observed along the length of the 25¿ dl segment. Visual inspection of 2.5¿ dl segment revealed breaches in the insulation of all six wires at the proximal edge through approximately 0.25¿ from the proximal edge of the dl segment. Further inspection of the breach in the yellow wire of the 2.5¿ dl segment revealed a complete fracture in the underlying conductors approximately 0.25¿ from the proximal edge of the dl segment. Visual inspection of the 6.5¿ dl segment revealed breaches in the insulation of the black, red, orange, yellow and green wires at the proximal edge through approximately 0.25¿ from the proximal edge of the dl segment. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining dl wire portions revealed no evidence of damage to the wires or the underlying conductors. Following the visual inspection, the 2¿ pump-end dl segment, the 25¿ dl segment, and the brown wire of the 6.5¿ dl segment were submerged in a saline bath for high potential (hi-pot) testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage on these dl wires. Due to the proximity of the observed wire damage to the proximal edges of the 2.5¿ and 6.5¿ dl segments, hi-pot testing was not performed on these wires. Additionally, due to the short length of the 2¿ internal dl segment, hi-pot testing was not performed on these wires. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured yellow wire to its redundant motor phase wire, the fractured inner conductors of the yellow wire would have resulted in the driveline fault alarms captured in the submitted log file. If the exposed conductors of any of the six wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in alarms or interruptions in pump support. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. During the investigation there was an incidental finings of a small, tissue-like deposition within the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that the observed deposition had not been present in the pump for an extended period of time while (B)(6) was supporting the patient. In addition, the deposition did not appear to have initially formed in this location and likely, originally formed elsewhere. There was no evidence to suggest that the observed deposition had obstructed blood flow during support and a specific cause for its formation could not be conclusively determined through this evaluation. The deposition did not appear to have contributed to a functional issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18feb2014. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 of this IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted brown drainage coming out of driveline (about 6 inches from exit site) a few days ago. There is a small pinhole in silicone where fluid is exiting. The vad coordinator noted that the patient does have some tears in the silicone of driveline near controller. The vad coordinator removed the rescue tape for assessment and there appears to be dried brown drainage down there. Since it is dry, I can feel small sand like particles under the silicone along the bottom portion of the driveline. The patient denied having strange alarms. The patient does have some low voltage advisory alarms but the patient stated that they correlated with low batteries. A log file review was requested. The logfile contained a few low flow hazard events. Those alarms are not associated with any equipment malfunction and appear physiological. In the past this type of drainage has been associated with an internal tear of the driveline jacket. X-rays of the chest an exit site may help confirm this. Although difficult to ensure the fluid should be allowed to seep out and not allowed to reached the controller connector. Rescue tape can then be used to wrapped the driveline tears. Technical services stated that the patient should then be monitored for any abnormal alarms. Patient lvad support is ongoing.